Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo" results. Customer's nurse states that customer feels confused, and denies the need for medical attention. The customer's expected blood results are 110-120mg/dl fasting. Verified test strips expire 11/18/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: lo. Customer's nurse stated customer obtains a result of lo with our trueresult and performed a back to blood test and with a competitors meter and received reading of 144 mg/dl. Nurse was not able to identify date on results retrieved from the memory. Adverse event not reported.